Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the wire at the tip of the instrument was exposed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.